Manufacturer narrative:
Product analysis: there were two kinks on the catheter distal to the strain relief. There was a kink on the transition tubing proximal to the distal tip. There was a kink on the device proximal to the distal tip. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps with struts raised. There is a white/clear gel like substance underneath the lifted deformed stent strut. No deformation was evident to the distal tip. The mandrel would not load through the guidewire lumen due to kinks on the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was attempted to be used to treat a non-tortuous, moderately calcified lesion with 80% stenosis in the distal lad. The device was inspected with no issues noted. The lesion was pre-dilated to 12 atm using a solarice balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It is reported that the stent failed to cross the lesion. The procedure was completed using a non-medtronic stent. No patient injury is reported. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related. Analysis has shown stent deformation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.